Event description:
Customer reports the charging contacts around their adc device is "completely black" as if something has burned and they are no longer able to charge the device. Customer further reports their device is hot. There was no report of fire, smoke, explosion or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn marks was observed on usb port. Visually inspected the returned usb charger and usb cable and burn marks was observed on usb port. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). An extended investigation was also conducted. Visual inspection has been performed on the returned reader and no issues or evidence the ¿too hot to hold" were observed. The returned reader was de-cased and visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly), no signs of fire, smoke or electric shock was observed. The returned reader powered on and started charging while using a new unused charging cable. Power consumption test was performed, and results were within specification. Reader current was measured to be within specification indicating the reader did not have sufficient power to cause the reported damage. There was no evidence observed that the reader was ¿too hot to hold" as reported by the customer. The observed damage to the usb charging port is consistent with incorrect charger used. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports the charging contacts around their adc device is "completely black" as if something has burned and they are no longer able to charge the device. Customer further reports their device is hot. There was no report of fire, smoke, explosion or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter. Power adapter passed testing . Visual inspection has been performed on the returned reader and no issues were observed. Visually inspected the returned usb/charging cable and burn marks on usb cable was observed. An extended investigation has been performed. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and results were within the specifications. Visual inspection was performed on the returned usb/charging cable and observed burn marks on the micro usb end of the cable. Visual inspection was performed on the returned reader and no issues were observed. The returned reader was de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of fire, smoke or electric shock was observed. The returned reader was plugged into a known good charging cable the returned reader was observed to power on and show charging. The reader did not observe to heat up in any way that it was to hot too handle and the pcba was checked using a thermal imaging camera and no issues were observed. Performed a power consumption test on the returned reader and the off currents and on currents were found to be within specification. Since the current draw from the returned reader was within specification, the reader did not have sufficient power to cause the reported damage. The observed damage to the charging cable is consistent with incorrect charger used. Therefore, issue is not confirmed to use. This also serves as a correction report. Section h10(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports the charging contacts around their adc device is "completely black" as if something has burned and they are no longer able to charge the device. Customer further reports their device is hot. There was no report of fire, smoke, explosion or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports the charging contacts around their adc device is "completely black" as if something has burned and they are no longer able to charge the device. Customer further reports their device is hot. There was no report of fire, smoke, explosion or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.